Manufacturer narrative:
Additional information has been received for this event. Correction is also being made for information available but not submitted in the earlier supplemental report. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. Correction information: information was provided for the reprocessing of the device. The start of pre-cleaning was not delayed after the procedure, and manual cleaning was performed within an hour after procedure. The forceps elevator was raised and lowered three times in water during aspiration and brushed. The forceps elevator was operated in the detergent solution and flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888. The instructions for use (IFU) reprocessing manual includes the following statements: if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. The foreign material in the forceps elevator was not identified but was yellowish-brown in color. The foreign material in the biopsy channel was black and also not identified. Additional information received: information was provided for general reprocessing at the facility. After reprocessing, the endoscopes are manually air dried and then stored in closed almirah cabinet. Customer is trained on reprocessing as per IFU by olympus field service and correctly performing the reprocessing steps including brushing and using air water channel cleaning adapter for pre-cleaning, which is performed without doing any delay. Detergent used for pre-cleaning is of the 3m brand. Customer has all required brushes mh-507, bw-20t and maj-1888 (single use). However, customer re-uses the maj-1888. The customer does not have an automatic endoscopy reprocessor (aer).

Manufacturer narrative:
This report is being supplemented to provide updated results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in january 2022. Although the defects found during evaluation were confirmed, the foreign material around the forceps elevator and black foreign material clogged in the biopsy channel could not be specified. The foreign material likely remained due to a reprocessing deviations from the indication for use (IFU) due to water leakage from the device and breakage of the forceps elevator wire; however, a definitive root cause of the foreign material on the device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU which states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in IFU were not performed completely due to water leakage from device which made foreign material remained at/around forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full address of the facility is (B)(6). The device is returned and an evaluation completed for it. User¿s complaint of suction problems was confirmed. Upon inspection of the device, it was observed that the forceps elevator had foreign material. The biopsy channel was also clogged with foreign material due to which the forceps could not be inserted. Due to the clogging, the suction volume did not meet the standard. The presence of foreign material was likely caused by insufficient reprocessing. Other observations for the device are: adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a wrinkle; insertion tube image guide (ig) protector, suction cover (s-cover), universal cord, sc cover unit, distal end cover (c-cover), and light guide lens have a scratch; forceps channel has dent; suction (s) connector is deformed; and angulation is low. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Device was returned by the customer for evaluation and repair of an issue with suction channel found during maintenance. There is no patient involvement and no harm reported to any patient. Upon inspection and evaluation of the device, it was observed that the forceps elevator had foreign material. The biopsy channel was also clogged with foreign material due to which the forceps could not be inserted. This medwatch is being submitted for the reportable issue of foreign material found in the forceps elevator and the biopsy channel as found during device inspection and evaluation.